Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, the home patient (hp) had initiated therapy before connecting. The technical service representative (tsr) reviewed proper procedure with the hp and advised the hp to restart therapy using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. This complaint is for a report of a use error during the initial drain where the patient was not connected when therapy initiated. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. Also, it provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.